Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Patient revised due to loosening caused by patient fall and not infection as was previously reported.

Event description:
It was reported the patient underwent a radial head replacement procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to loosening caused by patient fall. The explore radial head was removed and nothing was implanted to complete the procedure.

Event description:
It was reported that patient underwent a radial head replacement procedure on an unknown date. Subsequently, the patient was revised due to infection on an unknown date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.